Manufacturer narrative:
This report is filed (B)(6) 2016.

Manufacturer narrative:
This report is filed on july 21, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to a subcutaneous infection. Re-implantation is planned but has not taken place at the time of this report, july 21, 2016.